Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported the device was at elective replacement indicator and had possible early battery depletion. Also the left ventricular (lv) lead had high outputs and had been "turned off" a month prior to device change out. A review of the remote monitoring transmission indicated the lv lead had been programmed at 8 volts and 1.2 milliseconds approximately three months prior to being turned off. The device was explanted and replaced. The lv lead was programmed to 4 volts at 0.5 milliseconds and remains in use. No patient complications have been reported as a result of this event.